Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a defective display. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no information regarding patient involvement, patient injury or medical intervention. No additional information is available. User interface module master software version is 5.09.90 - remediated colleague 2006.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a defective display was confirmed but not reproduced by baxter service personnel. The root cause of the condition was determined to be a damaged main display printed circuit board. The main display printed circuit board was replaced to correct the condition. Should additional information be received, a follow-up medwatch will be submitted. Similar reports have been received for the reported problem. The root cause investigation is in process through (B)(4).